Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked and chipped out on both front corners, the right plunger case was cracked, and a portion of the bottom case seal was missing. A review of the event history log (ehl) identified syringe plunger not in place. During the functional testing was able to duplicate the reported issue. The plunger assembly was found with dried contamination inside. The root cause of this issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced plunger board, plunger cable also replaced any component inside of plunger assembly as needed during repair. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited a plunger sensor error. No patient injury was reported.